Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a revaclear 300 dialyzer. After approximately 4 hours of treatment the nurse observed water on the floor underneath the revaclear 300 dialyzer. The leakage was detected to originate from as reported ¿the filter cap¿. Treatment was terminated and the extracorporeal blood volume was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.